Event description:
There was an allegation of questionable elecsys shbg results for 1 patient sample on a cobas e 411 immunoassay analyzer. On (B)(6) 2024, the initial result was < 2 nmol/l with flag. The sample was repeated on (B)(6) 2024 and the repeat result was 67.1 nmol/l. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 768716, expiration 31-may-2025. The field service engineer (fse) found that the sample and reagent probes' liquid level voltage was too high. The fse adjusted the probes, inspected the mixer, replaced the pinch valves and the measurement cell, and performed a blank cell test. The investigation is ongoing.

Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.